Event description:
It was reported that signal loss occurred frequently: every day between 1/26/2026 and 1/27/2026. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found frequently: every day within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).